Event description:
During an open gastric bypass procedure, the staples did not close at all. There was no patient consequence. The surgeon preferred to use a competitor's device to complete the procedure.